Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device produced heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the adhesive joint from the connector shell had come loose. In addition, it was found that the hose was damaged. Furthermore, it was found that the locking mechanism was not moving smoothly. Due to the found failures not all test steps could be performed. It was further determined that the device failed pretest for visual assessment, attachment assessment, air pump assessment and connector loctite assessment. The assignable root cause of the adhesive joint from the connector shell coming loose was determined to be traced to manufacturing, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from south korea that the handpiece device produced heat and displayed an e1 and e8(indicating a system fault) error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the initial reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (01)00845384017134(21)k02311250703